Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were intermittently not observed to be exiting the cartridge tubing during the load fill tubing process. . Reportedly, multiple cartridge changes were performed to address the issues and insulin delivery was resumed. Customer¿s blood glucose level was approximately 200 mg/dl.